Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 92 mg/dl. Customer also stated that the blood glucose level was 80 mg/dl but unable to troubleshooting for the failed battery test. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. The customer stated that the insulin pump did not pass self-test. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing. However, hardware low level failures error confirmed in device history with variable due to broken trace at pin on keypad assembly.